Event description:
It was reported that the md punctured the male pt's left femoral artery & inserted a super arrow-flex (saf) sheath with dilator. The md then attached a blue one-way valve, vacuumed a balloon catheter twice inside of the tray to wrap the balloon tightly, then grasped the catheter closely & removed it from the tray horizontally per the instructions for use. During the intra-aortic balloon (iab) catheterization, the balloon stopped advancing & became stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath due to critical resistance. As a result, the md had to remove the saf sheath & balloon catheter together from the pt & open a new iab kt. The md used a new saf sheath & balloon catheter from a second iab kit & successfully finished the catheterization. There was no excessive bleeding during the procedure & in the second trial, the same insertion site (left femoral artery) was used with new iab catheter. There was a 10 minutes delay reported as a result. There was no death or reported pt complications & pt is doing fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.